Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve complete heart block (chb) was identified and was followed by a ventricular junctional rhythm. The two-hour electrocardiogram (ECG) showed the chb with an increase of the qrs duration from 96 milliseconds (ms) at baseline to 156 ms. The increase in qrs duration was reported as left bundle branch block (lbbb). Temporary pacing from the procedure was maintained for 24 hours until a permanent pacemaker was implanted the day following the valve implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated h6. Conclusion: the device history record (DHR) for the valve was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No images were provided to medtronic, so no image review could be performed. The valve remained implanted, so it was not returned to medtronic for product analysis. The reported event indicates that during the implant of this transcatheter bioprosthetic valve complete heart block (chb) was identi fied and was followed by a ventricular junctional rhythm. The two-hour electrocardiogram (ECG) showed the chb with an increase of the qrs duration from 96 milliseconds (ms) at baseline to 156 ms. The increase in qrs duration was reported as left bundle branch block (lbbb). The implant procedure was complicated by chb with a junctional escape beat, that required the placement of a non-medtronic pacing lead. Following the valve implant procedure, the patient was transferred to the intensive care unit (ICU) for continued treatment. In the ICU a new episode of chb occurred and was secondary to accidental displacement of the non-medtronic pacing lead. Per the physician, the valve did not cause or contribute to the dislodged temporary pacing lead. Conduction disturbances are known potential adverse effects per the instructions for use (IFU) and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve, as occurred in this case. Factors that could impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, but a conclusive cause could not be determined. In this case, the permanent pacemaker was placed the following day. Following coronary angiography, hemodynamic instability associated with cardiac tamponade occurred due to the repositioning of the non-medtronic pacing electrode. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device IFU. Vascular complications, such as, cardiac tamponade is a known effect that can occur after cardiac procedures, is typically a complication of the procedure not the device. Cardiac tamponade is listed in the device IFU as potential adverse effects. As reported, pericardial drain was required the same day via the percutaneous subxiphoid approach. 350 cubic centimeters (cc) were drained and improved the hemodynamic situation. In this case, it was reported that hemodynamic instability and cardiac tamponade occurred due to repositioning of the non-medtronic pacing electrode. It was reported that pneumothorax was identified by a chest x-ray and was complicated by atrial fibrillation (afib). Per the physician, the left pneumothorax and afib were due to the progression of the leads during the permanent pacemaker implant. Atrial fibrillation is generally a result of known potential adverse effects per the device IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. It is a potential procedural complication associated with any cardiac or thoracic procedure, open or catheter-based, and can often be treated with medication. In this case, it was reported that afib was due to the progression of the leads during the permanent pacemaker implant. It was also reported that an apparition of heat and pain in the right arm were noted. Upper right limb doppler showed an apparition with suspicion of venous thrombosis occurred ten days following the implant of the valve. The upper right limb doppler ultrasound confirmed thrombophlebitis. Several factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. Per the physician, the valve and valve implant procedure were not related. However, prolonged hospitalization was required and additional diagnostics were required two days after onset. With the information available, without any images to review, and valve not returned for analysis, an assignable root cause for the thrombus could not be determined. In this case, no treatment was provided for the suspected thrombosis. The patient did not have any pre-existing coagulopathy issues or blood disorders. Anticoagulation therapy was utilized following the implant of the valve with no anti-platelet therapy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that following the implant of this valve via percutaneous right femoral approach, no residual aortic leakage was observed. The implant procedure was complicated by chb with a junctional escape beat, that required the placement of a non-medtronic pacing lead. Following the valve implant procedure, the patient was transferred to the intensive care unit (ICU) for continued treatment. In the ICU a new episode of chb occurred and was secondary to accidental displacement of the non-medtronic pacing lead. Per the physician, the valve did not cause or contribute to the dislodged temporary pacing lead. Fluoroscopy aided the placement of the dislodged non-medtronic lead. Following coronary angiography, hemodynamic instability associated with cardiac tamponade occurred due to the repositioning of the non-medtronic pacing electrode. Pericardial drain was required the same day via the percutaneous subxiphoid approach. 350 cubic centimeters (cc) was drained and improved the hemodynamic situation. No recurrence of bleeding occurred. The permanent pacemaker was placed the following day. The pacemaker implantation was complicated by a left pneumothorax and cardiac tamponade that was treated by pericardial drainage and oxygen therapy of 6 liters. Pneumothorax was identified by a chest x-ray and was complicated by atrial fibrillation (afib). Per the physician, the left pneumothorax and afib were due to the progression of the leads during the permanent pacemaker implant. Amiodarone was provided with anticoagulation treatment. Pneumothorax and cardiac tamponade were reported as resolved. Per the physician, the valve and valve implant procedure were not related to the pneumothorax. An apparition of heat and pain in the right arm was noted. Upper right limb doppler showed an apparition with suspicion of venous thrombosis occurred ten days following the implant of the valve. Per the physician, the valve and valve implant procedure were not related. However, prolonged hospitalization was required and additional diagnostics were required two days after onset. The upper right limb doppler ultrasound confirmed thrombophlebitis. No treatment was provided for the suspected thrombosis. The patient did not have any pre-existing coagulopathy issues or blood disorders. Anticoagulation therapy was utilized following the implant of the valve with no anti-platelet therapy. No additional adverse patient effects were reported.